Event description:
It was reported by service report that the gurney seems unstable. The foot end jack is drifting. It is unk if there was pt involvement or if there are adverse consequences to report.